Event description:
It was reported that during the implant of the left ventricular (lv) lead, the thresholds were high when connected to the device so they left it programmed tip-can. During the first remote monitoring transmission, the thresholds had increased and were high. Following the implant, the patient developed a hematoma which ended up opening. The patient stayed in hospital with antibiotics but the infection was clear so the physician decided to extract the whole system. The extraction of the lv lead was very easy and physician has the feeling that the lead wasn´t very well fixated. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. (B)(4).